Event description:
It was reported that during an internal carotid artery stenting treatment procedure, deployment difficulties occurred. The customer stated that "when start to release it the proximal part did not open, so they entered a balloon (size 4.5 x 20) for opening it and did not open, so they inserted a bare metal stent so it was open with the stent." The customer further reported that when the physician was removing an embolic protection filter, it was stuck in the struts of the stent. The 4.5x20 balloon became inserted again "in order to reshape the stent since it was deformated and be able to take out the filter since kept staking." The pt condition is reported as "stable." Further info has been requested about this event.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.